Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. Service investigation revealed the charger would not power on. Upon receipt the power supply connector pins were damaged. The root cause for the bent pins was unable to be positively determined, but was likely excessive force placed on the connector. No adverse event resulted from the damaged power supply connector pins. The last pt to use this charger did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing battery charger (B)(4), the charger would not power on. The last pt to use this battery charger did not report any deficiencies.